Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The reported difficulty (ease of handling) could not be replicated in a testing environment as it was based on operational circumstances. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty (ease of handling); however, the reported separation appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the circumflex. The 2.0x12mm rx mini trek balloon dilatation catheter (bdc) was advanced however the physician felt the device was not tracking well, while adjusting the balloon into place, it was noted the balloon markers were not tracking with the hub movements. Therefore the bdc was removed however during removal the balloon shaft separated and the distal shaft remained in the guiding catheter. The physician removed the entire guide system with the separated shaft still inside. The procedure was completed at this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.